Event description:
It was reported that the pacemaker system had a lead safety switch (lss) due to right atrial (ra) lead impedance issues. The ra lead had exhibited noise, impedance had been gradually increasing, and is suspected of exhibiting fracture. An atrial intrinsic alert was noted. Technical services (ts) was consulted and recommended device reprogramming options. The system was reprogrammed. This right atrial (ra) lead remains in service. No adverse patient effects were reported.